Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The device shows signs of minor damage likely from use which could contribute to the failure mode. The contribution of the device to the reported event could not be corroborated. A review of complaint history did not reveal similar events for the listed device. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference (B)(4)

Event description:
It was reported that during tray inspection, two (2) d-rad volar guide block 5h/10h right std ((B)(4)) and one (1) d-rad volar guide block 5h right wide ((B)(4)) does not align properly. No case involved; therefore, no other complications were reported.